Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and did not complete the cartridge air removal step prior to filling the cartridge. Technical supported educated the customer to use room temperature insulin and to remove any residual air from the cartridge. There was no reported adverse impact to customer's blood glucose. Customer continued to use the current cartridge.